Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls were acceptable at the time of the event. The customer recalibrated the assay two times. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse ran a precision study, which recovered acceptably. Additionally, the cse replaced the source lamp, cleaned wheel filters and windows, verified reagent probe 2 alignments, and performed photometer alignments and lamp calibrations. Next, the cse ran 100 replicates of photometer quality control (pxqc) and ran a successful system check. The customer recalibrated the instrument and ran qc, which recovered acceptably. Since the service visit, the instrument has been running as expected. The cause of the falsely elevated cardiac troponin-I results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated cardiac troponin-I (ctni) results were obtained on patient samples on a dimension xpand plus with hm instrument. The erroneous results were reported to the physician(s), who questioned the results. The customer is repeating samples on an alternate non-siemens instrument. The customer did not provide any patient data. The quantity of patient samples impacted is unknown. There are no known reports of patient intervention or adverse health consequences due to the elevated ctni results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00066 on 10-feb-2023. Additional information (22-feb-2023): siemens further evaluated the incident and concluded that the service actions performed by the customer service engineer described in the initial report addressed issues with the photometer alignment, photometer lamp, and dirty cuvette windows. A photometric optic issue potentially contributed to the falsely elevated cardiac troponin-I (ctni) results. The instrument is performing according to specifications. No further evaluation of this device is required.